Manufacturer narrative:
The t:slim g4 pump user guide states: always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was connected to their tubing during the fill tubing process and unintentionally delivered 21.5 units of insulin into their body. Reportedly, the customer had completed the fill tubing process once; however, the pump prompted them to repeat the step. The customer indicated that they may have inadvertently pressed "fill" instead of "done". The customer reported a blood glucose (bg) level of 340 (mg/dl). It was indicated that if bg levels were to drop, sugar tablets and chocolate would be consumed.